Event description:
I had the essure surgery. Not long after surgery, I had severe left sided abdominal pain and vaginal bleeding. As time went by, the worse it became. I also noticed my hair thinning and loss. I had the coil taken out during surgery along with the coil my left fallopian tube was taken out. The right coil has been presenting with the same symptoms as the left. The pain is so bad that it stops me in my steps. This stops me from performing my job and daily activities.